Event description:
Note: this report pertains to the first of two devices that reportedly malfunctioned during the same procedure. Refer to associated manufacturer report # 3005099803-2009-01291 for a description of the other event. It was reported to boston scientific corporation in 2009 that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed fifteen days prior. According to the complaint, during the preparation, they found two clips that had already been deployed in the sheath in the package. The procedure was completed with a third resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.